Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h4, h6, h10, h11 corrected fields: d1, g1.

Manufacturer narrative:
Device not returned: service has not been requested from the customer. In addition, it was reported that the involved iabp is been used clinically. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that two to three hours had passed since the intra-aortic balloon (iab) catheter was inserted in the patient on the afternoon of (B)(6) (around 18:30 on the same day) with a cs300 intra-aortic balloon pump (iabp), and the patient was a patient with intense physical activity. The storage was confirmed, and no blood was found to have entered the drive tube, but a catheter leak was suspected and was removed. The patient died afterwards, although it was suspected that it was not due to the removal of the iab catheter. The user wanted to report the cause of the blood in the sleeve as soon as possible. When this event was confirmed around 18:30 on (B)(6), the iab catheter was removed because the blood pressure was stable and the doctor could talk with the patient. The patient's condition was stable, but about 8 hours later, his condition suddenly deteriorated and died.